Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high thresholds that led to premature battery depletion of the device. The lead was capped and device was removed and both were replaced. No patient complications have been reported as a result of this event.